Event description:
On (B)(6) 2022, a patient underwent tevar with 1 debranch in zone 2 with terumo (bolton)'s relay plus (38/34-200/ lot:2104100074). The stent graft was placed just below the left common carotid artery to treat the aneurysm in the distal aortic arch. Since type 1a endoleak was confirmed, the physician decided to place zta-de-38-91-w1/e4196715 in the proximal side additionally. However, the delivery system of the zenith could not advance through the previously placed relay plus. Therefore, the endoleak was treated by additional touch-up with gore's tri-lobe balloon, then the endoleak decreased, so the procedure was finished and the physician decided to take a wait-and-see approach. There have been no adverse effects to the patient reported.

Manufacturer narrative:
(B)(4). Similar to device marketed under PMA/510(k): p140016. Investigation is still in progress.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer reference# (B)(4). Summary of investigational findings: on (B)(6) 2022, a patient of an unknown gender and age underwent a tevar((thoracic endovascular aortic repair) with 1 debranch in zone 2 with terumo (bolton)'s relay plus. The stent graft was placed just below the left common carotid artery to treat the aneurysm in the distal aortic arch. Since at type 1a endoleak was confirmed, the physician decided to place zta-de-38-91-w1 (complaint device) in the proximal side additionally. However, the delivery system of the complaint device could not be advanced through the previously implanted relay plus. Therefore, the endoleak was treated by additional touch-up with gore's tri-lobe balloon. Then the endoleak decreased, so the procedure was finished and the physician decided to take a wait-and-see approach. There have been no adverse effects to the patient reported. No product was returned an no imaging was provided. Review of the device history record gave no indication of the device being produced out of specification. Based on the limited provided formation it has not been possible to establish the cause of the reported event. Cook will reopen the complaint if further information is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.